Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2018 with the following findings: review of the black box revealed unexplained power on reset events recorded. The battery compartment was confirmed to be cracked with corrosion inside the battery compartment. The returned battery cap fit securely to the pump and was able to maintain electrical connection for testing. The pump powered on and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint. Leak testing confirmed moisture ingress into the pump at the crack in the battery compartment. There was no evidence of moisture in the pump¿s interior compartment. There was no damage, defect or contamination of the pump¿s interior components.